Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure after the device was fired they tried to remove the cartridge to reload the device and the cartridge pan stayed in the jaws of the device. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Cartridge pan. The analysis results found that one long60a device was returned with no visual non-conformances and with a reload pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality in the articulated positions with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.